Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube from moisture exposure. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture after swimming. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.